Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant. After connection with the device, it was noted that the rv lead exhibited high, out-of-range pacing impedance. After multiple reconnection attempts, the issue was not resolved. It was also noted that the helix of the rv lead had difficulty retracting. The rv lead was suspected to be fractured, and the helix was suspected to be damaged. The rv lead was not implanted, and a replacement was implanted on (B)(6) 2025. The patient had no consequences.

Manufacturer narrative:
The reported events were high pacing lead impedance, "suspected fracture", damage of the helix and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue. The reported events of high pacing lead impedance, "suspected fracture" and damage of the helix were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.